Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin safety syringe. The customer reports a nurse experienced a malfunction of the tyco/healthcare kendall monoject insulin safety syringes. The safety shield detached when extended.